Manufacturer narrative:
(B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 42 mm saccular thoracic aortic aneurysm. The stent graft was implanted in zone 2, intentionally covering the lsa. The minimum diameter of the left common iliac was 6 mm, and the minimum diameter of the left femoral artery was 7 mm. It was reported that the delivery system was inserted smoothly through the left femoral artery and the stent graft was deployed without issue. During device removal, a partially exfoliated intima was discovered at the insertion site. The patient¿s blood pressure dropped, but soon returned to normal and stabilized without intervention. The physician decided to complete the procedure and monitor the patient. The physician commented that there were no problems with the condition of the access site and vessel, and the purse-string suture was the most likely cause of the event. The physician reported that there was no issue with the device, and the device is not believed to have contributed to the event. No additional clinical sequelae were reported, and the patient is fine.